Manufacturer narrative:
The investigation into the positioning issues has been completed since the original report was filed. The medical center did not return any impella products for benchtop analysis; only the clinical report was evaluated. The clinical evaluation revealed that use issue was the most likely cause of the positioning issues. The failure mode will be monitored and trended.

Event description:
A 61 year old male presented for impella support. The user facility reported the pump became entangled/prolapsed within the patient during a repositioning attempt. A snare was required as intervention to straighten the device and re-cross the valve. The patient was stable with no complications.

Manufacturer narrative:
The impella device was discarded by the customer, therefore, investigation of the device was not possible. Should any new information be received, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿avoid manual compression of the inlet and outlet areas of the cannula assembly.¿ ¿handle with care. The impella catheter can be damaged during removal from packaging, preparation, insertion, and removal. Do not bend, pull, or place excess pressure on the catheter or mechanical components at any time.¿